Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify button error alarms and blank display anomaly due to lcd damage. Unable to verify button keypad unresponsive anomaly due to lcd damage, however corroded keypad traces was noted during our visual inspection. Unable to perform displacement test, operating currents measurement and off no power test due to lcd damage. The insulin pump has cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a cracked liquid crystal display screen after he had dropped the insulin pump while getting out of his truck. He stated that the crack was located on the bottom right hand corner of the liquid crystal display screen. He also reported that the insulin pump had alarmed button errors and experienced keypad issues, as well. The customer's blood glucose was 170 mg/dl. He also reported that the insulin pump had a blank display. He declined to troubleshoot for the reported issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.